Event description:
Prior to the patient leaving the clinic, the nursing staff stated that the pump was confirmed for the delivery rate of 2.17 ml/hr, and a total volume to be infused of 100 ml. They also confirmed that the pump was placed into locked status by the nurse prior to release to the patient. The patient returned to the clinic with treatment completed earlier than expected. Pump was returned in an unlocked state with the infusion rate settings changed from 2.17ml/hr to 11.1 ml/hr. Additionally, the pump total volume to be infused had been cleared and the pump read 107.9 ml had been infused. It should be noted that during the infusion, the patient experienced an alarm. The patient called walkmed help line and resolved the alarm after a delay. At no time during that call did the call center technician provide the unlock code to the patient. No patient injury or adverse effects noted per the nurse and incident report received from the clinic.